Event description:
Information was received from a healthcare provider regarding a patient morphine via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the patient missed a refill and the pump reservoir was empty. Per the reporter they are going to fill the pump with pfns (preservative free normal saline) and infuse at minimum rate mode. They are not going to use the pump, the patient was not a good candidate for therapy. The healthcare provider called back and stated they accessed the pump to refill with pfns (preservative free normal saline) and when they were filling the pocket started swelling over the pump. Per the healthcare provider they confirmed needle placement per ultrasound and they were in the pump. They were able to successfully aspirate all of the saline they filled into the pump but could see fluid around the pump on ultrasound. Additional information was received from a healthcare provider (hcp) on 2023-may-25 indicated the logs revealed the pump went dry on (B)(6) 2023. The pump was filled with normal saline 10cc then the needle removed. The patient had swelling at insertion site around the septum that grew with time and confirmed with ultrasound. The pump was set to minimum rate after. It was unknown if there was an infusion system related issue or if the cause was determined. The pump would be replaced and sent back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.